Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. The device was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. A voltage test was performed and failed due to the unit having no voltage. Share data log was reviewed and there was no data available. Bin data file was reviewed and the file was unable to be downloaded. The reported customer complaint was undetermined because there were no data to review. The root cause could not be determined post investigation.